Manufacturer narrative:
Device evaluation: analysis of the returned device identified: delamination of the plug strap and opening on anterior. Leak test and microscopic analysis was performed which identified: sharp opening on plug strap disk shell, crack opening on valve and delamination (<75% partial separation). A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on plug strap disk shell assessed as an unidentified (tear) opening. A cracked valve seat diaphragm valve. A delamination partial of the plug strap (cohesive failure).

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.